Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: b3, d6a/d6b, h4, h6. MDR section codes updated/corrected: b, e. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 81 months after a total knee replacement procedure, the patient has experienced prosthesis wear, pain, swelling and instability of the right knee due to wear of the tibial polyethylene component and femoral component loosening with bone loss. No operative reports were provided. There was no other patient/medical information provided. No x-rays or images were provided. There were no complications reported. There is no other information available.

Manufacturer narrative:
D10: (B)(6), 02-010-01-0335 - logic femoral ps cem right sz 3.5, (B)(6), 02-012-39-3535 - logic tibia fintray cem sz 3.5f/3.5t, (B)(6), 200-02-38 - three peg patella 38mm. Multiple MDR reports were filed for this event, please see associated report: 1038671-2024-00267. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.